Manufacturer narrative:
Continuation of d10: product ID 37612. Serial (B)(6). Implanted: (B)(6) 2020. Product type implantable neurostim ulator. Product ID wr9200. Serial (B)(6). Product type recharger. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that information was received from a manufacturer's representative (rep) via a patient regarding an external device. The reason for call was caller stated that patient has been having difficulty connecting to both of their implantable neurostimulators(ins) and maintaining the connection. Caller stated that patient noticed this a while ago and the change in charging was sudden. Caller palpated both inss and noted that both appear to have migrated and are at an angle. Caller was able to connect to the inss without issue using the tablet. Caller reset the recharger but was still having issues in which the recharger would take a long time to connect to ins and then loose connection right away. The caller was not with the patient. A request was sent to the repair department for the recharger. Technical services(tss) reviewed it's unclear if the recharger is the issue given the position of the inss and the fact that the patient has two inss may also be causing some difficulty with connection. Tss reviewed that if the replacement recharger didn't resolve the issue, hcp would need to examine pocket sites and next steps. Additional information was received from caller reports the wireless recharger was delivered to patient's room. Caller reports there was nothing wrong with the old wireless recharger. Caller will be sending the wireless recharger back to medtronic.